Event description:
The company received a report where it was claimed that the tube developed a cuff leak after three days of pt use. Extubation and reintubation of a replacement tube was required. This report is associated to the second occurrence reported on MFR #293699-2010-01139/rx201008-0050.

Event description:
It was reported that during a laparoscopic total nephroureterectomy procedure, the jaw became not to open at the fifth firing. Another device was fired on the side of the closed jaw and the device was released. There were no adverse consequences for the patient. Although the hospital had kept the device in closing the jaw, the jaw opened when the sales rep received the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was received: at the event the clip was not fed into the jaw although the handle was grasped. Next the doctor fired the device unawares no clip was fed into the jaw, the bleeding was occurred and the target tissue was damaged. As a result the jaw could not open. The bleeding was stopped by another device's clipping. The amount of bleeding was unknown, but no operation change was done and the patient was okay.

Manufacturer narrative:
(B)(4). Device fired through lockout the analysis results found that the el5ml device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The batch record was reviewed and no anomalies were noted during the manufacturing process.